Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
Analysis could not confirm the reported event; both touch and lcd (liquid crystal display) screen were working correctly. Analysis found the left cord bay latch and left keyboard hinge were broken. Analysis also found the lower left and right bullets, keyboard cover plate, both cover plate sliding rails and wheels (keyboard), and the stylus were missing. It was noted the lower hinge plate screws were found missing and loose. It was also noted error was found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch screen was faulty. The programmer was returned for service. There was no patient involvement.